Event description:
The customer reported that the insulin pump was displaying intermittent no delivery alarms. The customer stated that he was able to correct the issue, but was receiving another no delivery alarm at the time of the call. Blood glucose level at the time of the incident was 435 mg/dl. The customer declined to troubleshoot, but stated that he would change the infusion set and see if that corrected the issue. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.